Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02652. It was reported that during the initial implant procedure, the physician was unable to get good measurements with the right atrial lead. It was also noted the lead would not stay in place. The lead was removed and replaced but the physician encountered the same issues with the new lead. The physician removed the lead and elected to not implant an atrial lead. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the initial implant procedure, the physician was unable to get good measurements with the right atrial lead. Sensing and capture measurements were not good after extending the helix. It was also noted the lead would not stay in place. The lead was removed and replaced but the physician encountered the same issues with the new lead. It was determined to be a patient related issue. The physician removed the lead and elected to not implant an atrial lead. Patient was stable throughout.